Event description:
This pt developed a small pneumothorax. A chest tube was inserted and the pt was discharged to a cardiac rehabilitation center. All records indicate this device remains actively implanted. Should additional info become available, this event will be updated.